Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of an unknown drug in an implantable infusion pump. A catheter issue was reported. It was unknown if the catheter issue was confirmed. The catheter dye study was inconclusive, so a catheter revision was performed. The reported inquired on the volume of the catheter access port (cap). The reporter could not provide any further details of the event. Further follow-up was requested from the manufacturer representative regarding patient identifiable information, the managing physician, drug information, concomitant drugs, pertinent medical history, when the catheter issue began, what symptoms the patient experienced, if the catheter issue was determined, and if the catheter issue was resolved.